Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black foreign material was observed in a 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4:l the device was manufactured from june 12, 2019 - june 13, 2019. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a dark foreign matter inside the thread area of the fill port cap. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.